Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name: tka; what is the procedure date: (B)(6) 2017; how was the device was used (what layer of tissue and how many layers applied): over skin layer; what was the location and incision size of prineo application: over knee, 22 cm; please describe how the adhesive was applied on the tape: 1 light layer covering entire mesh; was the mesh placed over the entire length of the incision: yes; was the dermabond liquid adhesive placed to cover the entire length of the mesh: yes; did the prineo mesh extend beyond the patient incision: by 1 cm; was a dressing placed over the incision? If so, what type of cover dressing used: gauze; do you have any pictures of the reaction: clinical has pictures, will not share due to patient confidentiality; were the blisters drained or aspirated: yes; is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde: no; is the patient hypersensitive to pressure sensitive adhesives: no; can you identify the lot number of the product that was used: no.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and the topical skin adhesive was applied over skin layer on knee incision. Post-operative, the patient developed blisters at the distal end of the incision along the edge and the topical skin adhesive was removed. It was also reported that blisters were drained or aspirated.